Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the patient, the patient experienced an infection (painful) which was treated with antibiotics (date and type of antibiotic unknown). Further information is being sought from the clinic.